Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller advised mother uses the chair and the right wheel lock is broken and will not hold.